Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. The device was replaced and has been sent back for analysis. No adverse effects to the patient were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design. This device is not affected by a current product advisory. Patient code (B)(6) captures the reportable event of surgery.

Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device was replaced and will be sent back for analysis. No adverse effects were reported.